Event description:
The customer reported that while in patient use the ventilator had a transducer fault. The patient was removed from the ventilator and placed on another ventilator. No patient harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed component if it is returned to the manufacturer. Following completion of FDA audit on (B)(4) 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.